Manufacturer narrative:
(B)(4). The field service engineer (fse) went onsite to evaluate the suspect device. The fse was unable to duplicate the reported issue. The fse performed transducer calibrations, ran the operational verification procedure (ovp), and the extended system test (est). The fse reported the unit is running to factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays constant transducer fault. The issue occurred during patient use, the patient was placed on a back up ventilator. The customer reported no patient consequence is associated with the event.